Manufacturer narrative:
Investigation found the platen door bent due to impact causing it to fail volumetric accuracy test by +/-5% specifications. Pump's platen door was replaced to resolve the issue.

Event description:
Investigation found that pump delivered by 5% specifications.